Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID wr9220 lot# serial# (B)(6); product type recharger product ID cd9000 lot# serial# (B)(6); product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), analysis of wireless recharger (B)(6) revealed that led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's recharger was not working. The patient stated they charged it up last week and then tried to use it last night and it wouldn't charge up. The patient clarified that the battery bars were scrolling back and forth and the wireless recharger was not connecting to the ins to charge. A replacement wireless recharger was sent out.